Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of guidewire distal tip detached, exposing the tip of the metal core wire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when they pulled the guidewire from the stent, the hydrophilic tip detached, exposing the tip of the metal corewire. They were able to retrieve the hydrophilic coating piece and no part of the device was left inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A visual evaluation of the returned guidewire revealed that the polymer distal tip of the guidewire was detached, exposing the corewire tip, approximately 10.0 cm. Moreover, polymer tip is damaged (accordioned). Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. There was no evidence of corewire fracture. The complaint is consistent with the returned guidewire since the distal tip was detached. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when they pulled the guidewire from the stent, the hydrophilic tip detached, exposing the tip of the metal corewire. They were able to retrieve the hydrophilic coating piece and no part of the device was left inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.